Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the reporter knew of motor stalls with pain drugs in the pumps. It was thought that the stalls were due to compounded, off-label and highly concentrated drugs.